Manufacturer narrative:
Additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the procedure was scheduled for the (B)(6) 2019. The procedure went well with the system and instruments. No impact on patient outcome.

Manufacturer narrative:
The pendant was returned and installed into a test system for several hours. The system and pendant booted and readied each time with no issue. All functions of the pendant are operating correctly, no function problem found. Visual inspection shows there are instructional markings on the face of the pendant. Codes 10, 213 and 67 are applicable to this analysis. The lot number of the pendant is rev. 5 : s/n (B)(4) 0003. D10/h3: parts have been received however analysis results are not available for all parts at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: the system control board was returned and analyzed. They were unable to confirm the reported complaint. The system control board was installed in a test system and the system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Codes 10, 213 and 67 are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the gantry motion controller and the rotor motion control box were returned to the manufacturer for analysis. The gantry motion controller and the rotor motion control box were both found to be fully functional with no problems found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and troubleshooting was performed they found that the rotor controller needed to be replaced along with the gantry controller. The system was functional after 5-6 reboots and there was no more collimator error not initializing. After 30 minutes the system was off and another reboot was made and then the initialization error occurred again. The system control board was replaced but the issue was still there. Then they replaced the pendant 1 with pendant 2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system could not finish the boot up do to collimator initializing error. There were laser discrepancies seen on the logs. Troubleshooting involved the display data record on rotor motion controller sporadically not responding but ping was always responding. The procedure was aborted causing a delay of longer than an hour. No impact on patient outcome. Additional information was received stating that the patient was still in their room when the issue occurred. The health care professional waited 2 hours before aborting the procedure. Then they switched the first person of the day with the second person of the day.